Manufacturer narrative:
Preliminary results indicated the bearing was corroded with this device. The device could not be tested for overheating. Final results are pending. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated. There was no patient impact.

Manufacturer narrative:
Overheating of the device could not be determined as the device could not be tested. The bearing was corroded and the motor was too dirty. The device was clean and the bearing was replaced. The device was tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated. There was no patient impact.